Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after aortic valve implant duration of 18 days. The cause of death has not been reported, however, upon follow-up with healthcare provider, the implant operative report was received. The operative report indicates patient underwent aortic valve replacement, CABG x2, ascending aortic reconstruction, and an intraaortic balloon pump passed percutaneous post induction. Operative report indicates tee showed much improved left ventricular function, but it also showed some intervalvular leak, and because of the extensor reconstruction of the ascending aorta, the suspicion for a possible suture loop was considered. Patient placed back on bypass, and a small incision at the distal portion of the ascending aorta was made, just enough to provide visualization of a loop suture from the more extensive reconstruction. This loop was just untethered and tied, brought out through the continuous suture line and tied off to tighten the suture line back to normal. The valve showed no sign of any injury pattern and post op tee had no insufficiency, either peri or intravalvular. Hemodynamics were improved.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There has been no report of a device malfunction/failure that may have contributed to this event.